Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient (australia) experienced a fall and following it experienced ineffective stimulation. System diagnostic revealed high impedance on the lead. Surgical intervention may be taken at a later date to address the issue. Device information is unknown at this time. Additional devices may be added at a later date based on available information.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein lead was explanted and replaced with another model. Additional lead was also added to address the new pain.